Manufacturer narrative:
Pump passed the displacement test. Pump received with broken reservoir tube lip, missing reservoir tube o ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.